Event description:
It was reported that bd intima ii leakage at adaptor tubing junction the following information was provided by the initial reporter, on (B)(6) 2025, the patient was treated at the hospital. After inserting an intravenous catheter and seeing blood return, the needle was removed, and blood flowed out of the catheter connector. The patient became agitated, so the intravenous catheter was replaced and the patient was reassured.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Section b - describe event or problem: added additional information. A complaint history review could not be performed as no material and batch/lot number was provided. A device history record (DHR) review could not be performed as no material and batch/lot number was made available for this reported event. Retain sample analysis could not be performed as no material and batch/lot number was made available for this reported event. Root cause could not be determined due to unavailability of sample, material and batch/lot number information.

Event description:
Additional information: the catheter cannula was repeatedly inserted during the puncture process, causing the needle tip to puncture the catheter. The punctured catheter was located near the isolation plug. The leak occurred specifically in the catheter in front of the isolation plug.

Event description:
Correction needed: annex a code to be updated/corrected.

Manufacturer narrative:
Follow up MDR for correction: annex a code updated based on customer verbiage.